Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been admitted to the hospital for diabetic ketoacidosis (dka) while wearing the pump. Although requested, the customer did not provide further information.